Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a yankauer. The customer states that the yankauer tip for the total joint pack ((B)(4)) is breaking. Sometimes splitting in half and sometimes having the bulb tip break off while in the pt. The customer further reports that the tip was retrieved and there was no harm to the pt as a result.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.